Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if a loss of connection occurred. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.